Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis on an unknown date in (B)(6) 2013. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. On an unreported date, the patient was treated with antibiotics (specifics unknown). The patient was recovering from the event of peritonitis. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j24063 and no exceptions were observed that were related to the reported condition.